Event description:
A confirmed pump motor stall was reported. The pump motor stall was caused by the patient having an MRI and being near a magnetic field. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient had experienced an increase in pain over the last couple of months. The pump logs showed a motor stall occurred (B)(6) 2009 at 1:30 and that it recovered on (B)(6) 2009 at 2:10. It was determined that the patient had an MRI that day. The pump logs also showed that a motor stall occurred on (B)(6) 2009 at 15:01 and that it recovered on (B)(6) 2009 at 15:06. The physician confirmed using magnet to telemetry the device on that day.

Manufacturer narrative:
(B)(4).